Manufacturer narrative:
The product was returned and evaluated. The results of the return evaluation are: control, connector unplugged/loose. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no lights.